Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. The returned unit was inflated without any defects or restrictions noted. Both cuffs were fully deflated and no defects or restrictions noted. The stylet wire was removed and the returned unit was reinflated and inflated without any defects or restrictions noted. The sample was leak tested under water and no leakage detected. The sample remained inflated for four hours and no issues noted. Both cuffs deflated and no issue noted. The returned unit was inflated / deflated three times and no issue noted. The reported defect could not be detected on the unit returned for evaluation when the stylet wire was contained in the main stem of the tubing or when it was removed.